Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver lioresal (baclofen) 2000mcg/ml. It was reported by the patient that a dye study was completed by the managing office on an unknown date and they weren't able to get flow. A catheter replacement occurred on (B)(6) 2024. The surgeon opened the pump pocket and was unable to get cerebrospinal fluid (csf) return. They then opened the catheter incision and, after dissecting the pocket, they noticed that the catheter was kinked. They then removed the old catheter and replaced it with a new 8780 catheter. At the time of this report, the issue was resolved and the patient status was "alive-no injury". At the time of this report, the lioresal dose would be 96.1mcg/day. In regards to environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient was paraplegic. It was asked but known when the event/difficulty occurred. The patient's weight was 59 kilograms and the patient's medical history was asked but unknown.